Event description:
It was reported that the patient had diaphragmatic stimulation with all the left ventricular (lv) lead pacing configurations. The left ventricular (lv) lead had a possible dislodgement. The lv lead was explanted and replaced. No further patient complications havebeen reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2012-(B)(6), 6935m implantable tachy lead 2012-(B)(6). (B)(4).